Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the infusion, a downstream occlusion had occurred. The patient¿s IV access had been flushed without difficulty. When the device had been placed on the patient¿s shoulder, an alarm indicating a downstream issue had sounded. Flipping the device holder right side up had resolved the alarm, and the medication infusion had continued. However, upon returning the device holder to a downward-facing position, the alarm had gone off again. The event occurred at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.